Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (belt receptacle does not secure a test belt) has been confirmed. As received, the monitor belt connector was damaged and the case was cracked. The cause of the inability to securely latch a test electrode belt is the damaged belt connector. The root cause of the damaged belt connector cannot be positively identified but is likely physical abuse. No adverse event resulted from the damaged connector.

Event description:
A zoll distributor returned a monitor indicating that the monitor belt receptacle would not securely latch a test electrode belt.